Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Troubleshooting could not be performed as the customer cleared the alarm prior. The customer¿s blood glucose was 360-361 mg/dl. The customer changed supplies and resumed insulin delivery.